Event description:
It was reported the patient presented to the emergency room due to inappropriate shocks. Interrogation indicated the patient had atrial fibrillation (af) with rapid ventricular response which led to shocks. The af converted, but t-wave oversensing on the right ventricular (rv) lead led to two more shocks. The patient was hospitalized overnight, the sensitivity reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.